Event description:
A hospital in (B)(6) reported via a distributor that an rt200 adult dual-heated breathing circuit leaked "immediately after they started using it." No pt consequence was reported.

Manufacturer narrative:
(B)(4). The rt200 breathing circuit is not sold in the USA but it is similar to product sold in the USA. The 510 (k) for that product is k983112. The device is currently en route to fisher & paykel healthcare for eval. We will provide a follow-up report upon receipt of the device and completion of our investigation.